Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on (B)(6) 2010 and performed to specification, alongside random manual power ons, up to (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed during this time. A time out exceeding 10 minutes occurred during this time suggesting an in range patient impedance was detected however no further information could be obtained. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.